Event description:
Related manufacturer reference number: 2017865-2023-48117 related manufacturer reference number: 2017865-2023-52724 it was reported a patient's atrial lead presented with under-sensing. P-wave amplitude variation, high capture threshold, and high pacing impedance were also noted. The patient was brought in clinic and the p-waves were low or not sensed, the physician alleged the atrial lead was likely dislodged. Programming changes were made to restore normal parameters. The patient was stable. Later, the patient appeared in clinic and their atrial lead presented with loss of capture due to dislodgement, confirmed via x-ray. The leads were twisted up together near the header and the right ventricular (rv) lead had no slack. The left ventricular (lv) lead had high capture thresholds. The patient had an atrial lead revision on 8 nov 2023, in which the atrial lead helix was difficult to extend and unable to retract so that lead was removed and a new atrial lead was placed. A stylet was used to give the rv lead additional slack and no further changes were reported. Post-procedure the patient was stable.